Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to loose motor support disk.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm during priming. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.